Event description:
It was reported that patient experienced infusion set tape not sticking due to set fell due to stuck in clothes while changing (B)(6) 2026.

Manufacturer narrative:
Name: (B)(6) based on the available information, this event is deemed to be reportable malfunction.to date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number.reporting site: 8021545.manufacturing site: 3003442380.